Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-02094.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (pavm) using pod packing coils (podjs), ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician placed a ruby coil into the target location using the lantern. Then, the physician placed a podj (f94195) into the target location using the lantern and when checking the density via an angiography, everything was great. Three minutes later, while successfully placing another ruby coil into the vein, it was seen via an angiography that the previous podj that was placed was getting a bit loose making a small loop proximal. Subsequently, a few minutes later, the proximal end of the podj loosened more. The physician then placed another ruby coil into the target location using the lantern. Then, while advancing another podj (f97197), the podj unintentionally detached and subsequently, the physician was unable to manipulate the podj to reach the target location. Therefore, the physician removed the pusher assembly and attempted to push the podj using a non-penumbra guidewire into the target location with limited success. It was reported that the proximal end of the podj migrated in the artery; however, it was reported that the desired density was achieved. The physician decided to leave the podj in the artery the podj migrated to. The procedure was completed using two additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.